Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent in left femoral artery via right femoral artery approach. During the procedure, there was significant resistance when the stent was deployed at the lesion site. After pushing the finger wheel two or three times, the stent could not be deployed. It was retrieved and found to be fractured and could not be delivered again. Another device was used to complete the procedure.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not available for evaluation. However, images were provided for review. The provided images demonstrate the fractured and retrieved stent on the table, outside patient. The delivery system is not visible on the images and was not returned so that a statement regarding deployment failure cannot be made. A manufacturing related issue could not be found. Although the fractured stent is not visible inside the vessel, the investigation leads to confirmed result for stent fracture. A process related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Regarding access/ accessories the IFU further state: 'a) gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. B) insert a 0.035 inch (0.89 mm) diameter guidewire (...)' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system throughout deployment was found described. G3, h6(method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the lifestent vascular stent in left femoral artery via right femoral artery approach. During the procedure, there was significant resistance when the stent was deployed at the lesion site. After pushing the finger wheel two or three times, the stent could not be deployed. It was retrieved and found to be fractured and could not be delivered again. Another device was used to complete the procedure.